Manufacturer narrative:
The customer returned strip lots 496215 and 496751. It is unknown which lot produced which test result.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results, with the same meter using different vials of test strips, within 10 minutes: 240 mg/dl (aviva system 1) and low 100¿s mg/dl (aviva system 2). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.